Manufacturer narrative:
. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak with the cuff. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation summary: one used decontaminated sample 10009163-001 6mm deht blu suctionaid sub-assy was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. We inflated cuff by a syringe filled with air and we put returned device under water. Air leak was detected from pilot balloon - between pilot balloon and valve. Affected material 10001429-001 infl. Line s/assy soft-seal 6mm is manufactured in smiths medical tijuana. We are forwarding this investigation to mtij to identify the root cause. Complaint sample was resent to this site. A device history record could not be completed as no lot number was received.